Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a low blood glucose level. The customer miscalculated the carbohydrates and over bloused. Customer's blood glucose level was 47 mg/dl. He treated his low blood glucose level with a glucose shot and ate ice cream. His blood glucose went up to 147 mg/dl. The device was not returned.